Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient was injected with numerous syringes of juv¿derm" voluma" with lidocaine, juv¿derm¿ volux", juv¿derm¿ volift" with lidocaine, and 1ml of juv¿derm¿ volbella¿ with lidocaine. Approximately 7-10 days post-pfizer vaccine, patient experienced a nodule in the mucosa inside [the] mouth that could be due "to a late non-vaccinal inflammatory reaction possible, but not very probable." Patient was treated with prednisone 50 mg and again six days later. Four days later, patient was injected with hyaluronidase at the site of nodule. Event resolved approximately two weeks after treatment of hyaluronidase. This is the same event and the same patient reported under (B)(4). This emdr is being submitted for the suspect product, juv¿derm" voluma" with lidocaine.